Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration the issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.